Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The reporter stated the patient experienced bleeding during sensor insertion, and after 5 minutes the patient removed the sensor. Ten days after this, the patient contacted the nurse because she could feel something at the insertion site and described it as ¿a sticking feeling under the skin¿, and the site was painful when pressure was put. The insertion site was a bit swollen as well. The patient underwent surgery, but no sensor wire was found. The surgery was performed under local anaesthesia and stitches were needed. No other medication was prescribed and at the time of the report the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.